Manufacturer narrative:
(B)(4). It has been communicated that the device is not available for evaluation. Without the device it is not possible for codman to conduct a proper investigation. Since a lot number has been provided a review of the manufacturing records will be reviewed. We anticipate that the evaluation will reveal that the device conformed to specifications prior to release. If anything otherwise is found then a follow up report will be filed. If at some point the device does become available, this complaint will be re-opened, evaluated and a follow up report will be filed. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed. Device not available.

Event description:
The surgeon noticed unexpected change at MRI examination. (B)(6) was implanted at (B)(6) hospital on (B)(6). For the first time setting was 6 point but somehow setting was changed 7 point. The surgeon tried to re-setting again but unable to be 6 pointed. Consideration of the patient condition there is no need to replace another one. This is the first case of this product. There was no adverse consequence to the patient and no further information was provided by hospital.

Manufacturer narrative:
(B)(4). A review of manufacturing records found no discrepancies when the device was released to stock.